Manufacturer narrative:
The prevena¿ incision management system identifier was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed. Based on information provided, it cannot be determined that the alleged hematoma, additional surgery and extended hospital stay are related to the prevena¿ incision management system. Multiple unsuccessful attempts were made for additional clinical and device information. Device labeling, available in print and online, states: bleeding: before applying the prevena¿ therapy system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ dressing in place, turn off the therapy unit and seek immediate emergency medical assistance.

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient's family member: the patient allegedly had a hematoma when the prevena¿ incision management system was removed, which caused more pain and increased the length of stay in the hospital. On (B)(6) 2021, the following information was reported to kci by the patient's family member: when the prevena¿ incision management system was removed, the patient underwent another surgery due to the "trauma wound". No additional information was provided. The prevena¿ incision management system identifier was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed.